Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the "confirm" button on the infusion device does not function. No adverse event was reported. The alleged product was requested for evaluation.